Event description:
It was reported that during a procedure of the 100% stenosed, moderately tortuous, eccentric, heavily calcified proximal and mildly calcified mid and distal, right coronary artery with a lesion length of 70 mm and vessel diameter of 3.0 mm after pre-dilatation with a unspecified balloon dilatation catheter (bdc) the 3.5 x 15 mm nc trek bdc was inflated once but the balloon ruptured at 12 atmosphere (atm). There was no reported adverse patient effect. The lesion was further dilatated using a different nc trek bdc without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, gaia 1st, gaia 2nd,xt-r; guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.